Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. End user saw his physician who prescribed triamcinolone and mupirocin. The physician did patch testing on inner arm and rash was reproduced; advised to discontinue. End user is currently using telfa. Complainant has confirmed that product lot number is not available; not able to be retrieved. The trial use of aquacel foam was suggested after speaking with health care provided prior to use. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on: (B)(4) 2014.

Event description:
End user reports red rash and inflammation from use of duoderm on coccyx. The rash matched the exact sharp of duoderm. Prior to this the end user stated he had a rash on neck; legs; ankles and other undisclosed areas of unk cause; that was accompanied by a fever. He further stated that he later developed itching where duoderm was located. The duoderm was removed and rash and inflammation noted.